Event description:
An alarm was reported during the customer's pump use, specifically alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer attempted to reload the cartridge with guidance but was unsuccessful, as the cartridge alarm recurred. Technical support decided to replace the pump, which was under warranty, while the customer temporarily used an insulin pen.